Event description:
It was reported that the vascular stent was found to be fractured. No additional information has been received. It is unk whether an intervention was performed. There is no report pt injury.

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed.